Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The connections to the collimator interface and the ps4 were reseated. The tower was booted up ten times without failure. The system operates as intended.

Event description:
The customer reported the 2800 system tower would not boot up. No patient injury was reported.